Event description:
My dr performed a hernia repair surgery to fix what we thought to be a slippage of the hernia mesh that had been placed in (B)(6) 2013. When the dr opened up my abdomen, he found that the previous implanted mesh had not slipped, but had shredded.